Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer's reference number: 2017865-2021-23046, related manufacturer's reference number: 2017865-2021-23051. It was reported that the patient has deceased. The cause of death was reported to be systolic and diastolic congestive heart failure. There is no known allegation from a health care professional that suggests that the death was device related.